Manufacturer narrative:
Title: reduced morbidity by using ligasure compared to conventional inguinofemoral lymphadenectomy in vulvar cancer patients: a randomized controlled trial. Source: surgical oncology volume 35, december 2020, pages 149-15 . If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature study, between october 2017 and october 2018, 20 patients with 40 groins requiring bilateral inguinofemoral lymphadenectomy (ifl) were included in this study. Ten patients were allocated to ifl with ligasure in the right groin and ten patients were allocated to ligasure in the left groin. Postoperative short-term complications requiring treatment occurred in 6/20 groins treated with ligasure: 1 wound infection; 4 wound infection and lymphocele.